Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type : lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(4) 2014, product type: lead.

Event description:
Information was received from a consumer via a manufacturing representative about a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s battery and leads seemed to be very superficial to their skin, making it uncomfortable for the patient. It was reported that they were not breaking through the skin. It was also reported that they had spoken with their implant physician¿s office sometime around (B)(6) 2016 to inquire about what could be done about the superficial location of their implanted device. It was reported that they told the patient that that they could do a revision surgery. It was reported that the patient was not in a hurry to have that procedure done right away and thought they would wait to make a decision until after the holidays. It was reported that the patient has an appointment with a pain management physician for (B)(6) 2017. It was reported that the patient¿s primary physician has been prescribing pain medications. It was reported that no actions have been taken at the time of the report and their issues have not been resolved. No surgical intervention has occurred and it is unknown if any surgical intervention is planned. It is unknown when the event occurred. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 from a manufacturer representative reporting that the patient has been going to another health care professional (hcp) office and currently is getting approval for the scs explant with that hcp office. It was reported that the explant was tentatively scheduled on a (B)(6) 2017 date. No further complications were reported.

Event description:
Additional information was received from a manufacturing representative (rep) reporting that the patient was scheduled for an explant and was a no show. The patient did not respond to any follow up efforts. The rep was informed that the patient would be explanted by a different doctor. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the system was going to be explanted on (B)(6) 2017. The cause of the leads being superficial and making it uncomfortable was not determined; the patient stated she believed the leads being superficial was what made stimulation uncomfortable. The patient was not using stimulation and was going to have it explanted.